Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion and/or high flows. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received that included a report of a patient who expired after experiencing a device thrombosis. This article discussed a conservative approach to patients presenting with a suspected and/or confirmed device thrombosis after lvad implantation at one institution in a retrospective review. Between nov-2010 and mar-2016, 32 patients were implanted with a vad. These patients included 14 patients with a history of idiopathic cardiomyopathy, 17 patients with ischemic cardiomyopathy and 1 patient with post-valvular cardiomyopathy. These patients were also reported to have a mean age of 59 years and 27 of them were reported to have been male. The article includes a report of one of these patients who developed device thrombosis on (B)(6) 2011 with elevated vad parameters and evidence of hemolysis. Treatment with intra-cavity thrombolysis after several days of ineffective intravenous heparin. The patient was not considered a candidate for either device exchange or cardiac transplantation. The patient is reported to have expired of a device dysfunction. The authors concluded that systemic thrombolysis with heparin was an excellent therapeutic option. Early intervention in clinically stable patients without signs of heart failure but with indirect signs of device thrombosis has led to better outcomes. Further follow up did not yet yield any additional relevant information regarding this event. Additional information received indicates that the event associated with this patient occurred on (B)(6) 2011. The patient expired on (B)(6) 2011. The cause of death was reported to be thrombosis. No further information has been provided.